Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Boston scientific crm received information that this implantable right ventricular (rv) lead was attempted to be implanted for primary prevention. During insertion of this rv lead ventricular fibrillation (vf) occurred. The patient was resuscitated for approximately one and a half hours receiving greater than thirty shocks. A competitor lead was connected to the associated device during the resuscitation to give the patient internal shocks as a temporary solution. This was not for permanent use because the associated device was left outside of the pocket. The patient was sent to the intensive care unit and treated with extracorporeal circulation. Subsequently, the patient died in the night from heart failure. During resuscitation, this rv lead fell on the floor and therefore, will not be returned to boston scientific. Adverse patient effects was death.